Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the pump black box showed evidence of a partially discharged battery being installed resulting in a eaw 177 low battery warning on (B)(6) 2018. A visual inspection of the pump revealed cracks in the battery compartment at threads and below the grip pad. There was no evidence of moisture contamination inside battery compartment. The returned battery cap was undamaged and able to fit securely to maintain an electrical connection. Current draws were found to be within specifications. The pump was exercised for 24 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed inside the pump. The complaint of a battery life was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.